Event description:
Seven hours into the crrt run the machine had a red illuminated light and the screen was frozen. Nurse immediately turned the machine off and rebooted. The treatment was continued. The screen froze again and the nurse rinse back the blood manually and sent the machine to biomed.